Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, device battery voltage was 2.65 volts on (B)(6) 2016. The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that indicated that during use of implantable cardioverter defibrillator (ICD) physician indicated device longevity depleted earlier than expected with elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.